Manufacturer narrative:
E1: (B)(6). H3: one device was returned for analysis with complaint that the device did not switch on. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Complaint was not duplicated. Visual test was performed and found damaged(detached) downstream occlusion (dso) seal. The dso seal was replaced.

Event description:
It was reported that the pump did not switch on. There was no patient involvement. On subsequent analysis, it was found there was a detached downstream occlusion (dso) seal.